Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device evaluation cannot be completed. The cause was not identified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis event was unknown. On the same day, the patient was hospitalized for the event. On an unreported date, the patient was treated with injection supacef 1 gm (frequency not reported), injection amikacin 125 mg (frequency not reported) and injection heparin 2 ml (frequency not reported) for peritonitis. The outcome of the event was not reported. No additional information is available.